Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. Fluid was found leaking from the pumps of the cycler. Pt had no ill effects. Sample was discarded by the pt; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the lot number was not able to be obtained to date. An investigation of the lots delivered to the customer for the product were reviewed and a lot number was not able to be determined.